Event description:
Patient received burn on the lower back during electrotherapy treatment. Therapist was unable to determine severity or degree of burn, but stated pt did not require further medical attention. Patient 1 of 2.

Event description:
Patient received burn on the hip area during electrotherapy treatment. Therapist was unable to determine degree of burn, but stated pt required medical attention to the wound. Did not specify treatment given to the wound. Patient 2 of 2.

Manufacturer narrative:
A device eval was performed by our engineering dept. Root cause is unk because the device performed to spec and to its intended use. The engineering dept. Did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device eval was performed by our engineering dept. Root cause is unk because the device performed to spec and to its intended use. The engineering dept. Did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.